Event description:
Surgeon implanted the initial stem and it seated 4-5mm deeper than broach. He identified a crack in the posterior wall of the proximal femur. An inter-op x-ray was taken and cabling was completed. He went back to the 3 broach and then moved up to the 4 broach. Finally, he implanted the 4 stem. He noted that the 4 actually went in further than the broach, but did not get another x-ray inter-op. After the pt left the operating room, post-operative x-rays showed an oblique femoral fracture that went distal to the implant. Pt was brought back to the operating room for implant removal and revision to a long stem modular prosthesis. The cup was left in place. Fracture occurred on the initial implant. After reviewing the original interoperative x-rays, surgeon ID identify the distal fracture, but this was after the pt was moved from the original procedure.

Manufacturer narrative:
Mfg documents for the lot in question were reviewed. These include measures of surface roughness., taper dimensions, product cleaning and sterilization. All parameters reviewed during this investigation were found to be in accordance with the specifications valid at the time of manufacture.